Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a crack on display screen. Customer's blood glucose was 210 mg/dl. The customer stated that she dropped the insulin pump. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unit with cracked and bleeding lcd glass. The insulin pump was unable to perform displacement test due to lcd damage. The insulin pump had scratches on case, cracked reservoir tube lip and cracked end cap.